Manufacturer narrative:
The mvp device has not been returned for evaluation and no procedural images were provided for review. The reported event could not be confirmed. An event cause could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that an mvp device "migrated forward" after detachment. There were no reports of patient symptoms or injury in association with this event.